Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Upon examination, it was discovered that the implantable cardioverter defibrillator exhibited an alert for possible high-voltage circuit damage. This alert was noted on (B)(6) 2018 after the implant and again on (B)(6) 2020 with the same message displayed. The patient did not have any ventricular tachycardia or ventricular fibrillation episodes and the device had a successful capacitor charge completed on (B)(6) 2019. It was determined that the alerts were anomalous and they were cleared without incident. No patient symptoms were noted.